Event description:
A non-healthcare professional reported that during cataract surgery involving intraocular lens (iol) implantation, the lens was observed to be nonfunctional. Therefore, it was replaced. There was no patient contact with the nonfunctioning implant, and it was discarded. The reporter did not provide any contact information; therefore, follow-up was not able to be conducted.

Manufacturer narrative:
The product was not returned for analysis; it was discarded. The reported product lot number was not provided. Lot specific reviews for similar complaints or non-conformances could not be conducted. However, before production release, each device history record is reviewed to ensure that the product met the required specifications and release criteria. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).